Manufacturer narrative:
Findings: unit had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had physical damage. It was stated that the customer took the insulin pump out of his pocket and noticed the plastic on top of the reservoir compartment had broken off. Blood glucose value at the time of incident is unknown. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.